Manufacturer narrative:
The investigation concludes that lower and higher than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) fluids using vitros amon slide lot 1020-0267-8941 on a vitros 5600 integrated system. The assignable cause of the event is an instrument event related to microslide incubator ammonia contamination. The cause of the ammonia contamination was not determined. Results of precision testing demonstrated that the vitros 5600 integrated system was not operating as expected at the time of the event. Acceptable performance was obtained after the customer performed the maintenance procedures of performing the microslide incubator decontamination procedure and cleaning the microslide incubator evaporation caps and processing correction factor slides and making updates.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) fluids using vitros amon slide lot 1020-0267-8941 on a vitros 5600 integrated system. Vitros lpv I lot j2575 results of 190.1, 169.5, 111.0 and 188.4 umol/l vs. The expected result of 47.5 umol/l vitros lpv ii lot k2576 results of 144.5, 135.9, 148.0, 249.9, 272.7, 159.6 and 150.4 umol/l vs. The expected result of 200.0 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).